Event description:
It was reported that the customer experienced issues with his insulin pump, noting cosmetic wear and scratched screen. There was no adverse impact to the customer's blood glucose level. Although the customer was contacted for further assistance, there was no response, and he was in the process of obtaining a new pump.